Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx stent to treat a severely calcified distal rca lesion exhibiting 95% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was reported that the device failed to cross the target lesion and stent deformation was observed. No excessive force was used during delivery. It was reported that the stent became damaged on a piece of calcium in the distal rca. No patient injury was reported.